Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic) and had a scratch with three lines, also the customer was able to read the readings with lines. The customer reported no adverse event. The event involved product(s) mmt-1881. Troubleshooting was performed. Customer reported that pump was dropped and the damage was not related to the retainer ring. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1881 was requested for return and customer has returned the device.

Manufacturer narrative:
(B)(4). After battery installation unit gave an unexpected partial display with vertical lines. Unit passed self test. Pump was cut open during visual inspection and found slightly bent lcd image area. Test unit p-cap / reservoir locked properly in place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, keypad overlay texture damage, cracked case on the battery tube side, cracked battery tube threads, cracked case, and cracked belt clip rails. Missing segments/partial display confirmed due to slightly bent lcd image area. Alleged cosmetic damage confirmed where cracked case on the battery tube side, cracked battery tube threads, and cracked case was noted. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.